Manufacturer narrative:
Results: the jet7 was kinked approximately 122.0 and 124.0 cm from the hub. Conclusions: evaluation of the returned jet7 revealed that the catheter was kinked. If the jet7 is forcefully manipulated against resistance, damage such as a kink may occur. During the functional test, the returned jet7 was advanced through a demonstration neuron max without an issue. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7). During the procedure, the jet7 buckled and accordion while in use inside the patient. The procedure was completed using a new jet7. There was no report of an adverse effect to the patient.